Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing, the clips were not closing completely. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k062195.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On august 26, 2010, the lay user/reporter contacted lifescan to report the one touch ultra meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 57 mg/dl, 253 mg/dl and 231 mg/dl on the reported meter over a time period greater than 20 minutes. The patient manages her diabetes with novolin 70/30 insulin on a sliding scale. At 10:00 pm, the patient experienced the symptoms of "low blood glucose symptoms". Emergency services were contacted. When paramedics arrived, they tested the patient's blood glucose level, however that result was not known. The patient was treated with food and/or a drink. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.